Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phosphate (inorganic) ver.2 on a cobas 6000 c501 module. The sample initially resulted in a phosphate value of 4.86 mmol/l and it repeated as 1.35 mmol/l.

Manufacturer narrative:
The phosphate reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded. The field service engineer changed the mixer, gear pump head, and sample probe. The gear pump pressure gauge failed and was replaced. The gear pump pressure was reset. Test runs were carried out and it was determined the device was functioning properly. The investigation determined the service actions resolved the issue.